Event description:
Acct reports another leaking stopcock. States they were not using stopcock with lipids and it appeared to be leaking in the "middle", not at one of the ports. No pt injury reported. No further info available.